Event description:
The customer reported the rotator breaks when injecting contrast. It has happened with 4 units. No harm or injury reported. Customer reported this has happened "with four (4) units". The customer has not provided any specific info for each event. It is not known if the four events are for the same lot of product. Customer is not returning any defective devices. This one report will be filed.

Manufacturer narrative:
Device evaluation - actual devices were disposed of by customer. Customer is expected to return 28 unused devices. The evaluation has not been completed. Conclusions: a follow up report will be submitted when the device evaluation is completed.